Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One video was provided and reviewed. The video shows a clinician rotating the cannula hub attached with drainage catheter using one hand without holding the catheter hub. The manufacturing review states that the device should be held by the cannula adapter and the luer connector when attempting unscrewing the cannula / stylet assembly from the catheter assembly. Review of the video provided by division did reveal a concern with user error. Therefore, the investigation is confirmed for identified improper or incorrect procedure or method and unconfirmed for the reported can't unscrew issue as the user did not hold the body of the catheter when attempting to unscrew the cannula / stylet assembly. However, the investigation is inconclusive for catheter connector damage issue as the provided video was not sufficient to confirm the reported issue. The definitive root cause could not be determined for material integrity issue and root cause for the identified improper or incorrect procedure was due to user error. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instruction for use states that warnings: before using, inspect the drainage catheter for damage. If the catheter is damaged, do not use. Cautions: do not over tighten hubs: excessive force can damage hub. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6)2025, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre drainage catheter. Prior to the procedure, the drainage catheter connector was allegedly damaged and could not be unscrewed. The procedure was completed using another device. There was no patient contact.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre drainage catheter. Prior to the procedure, the drainage catheter connector was allegedly damaged and could not be unscrewed. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.